Event description:
It was reported that this system with right ventricular (rv) lead and pacemaker had minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) feature. Review of presenting electrogram (egm) showed noisy signals with high out-of-range ventricular pacing impedance of greater than 3,000 ohms. Technical services (ts) recommended lead assessment with a programmer. This lead remains in service and no adverse patient effects were reported.